Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm. Approximately 6 months post procedure patient suffer ed stenosis in cephalic arch and subclavian vein. Prolonged bleeding from left upper arm after dialysis due to stenosis in cephalic arch and subclavian vein. Participant underwent fistulagram. The event was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Update received 02 jul 2025: the patient suffered stenosis in cephalic arch and subclavian vein at arteriovenous fistula site. Target lesion was subclavian vein, treated in addition to lesion in cephalic arch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.